Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 250 units. The customer did not provide a blood glucose value; however, there was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge successfully.